Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited high out-of-range pace impedance measurements following implant of the device to replace the patient's previous pacemaker. Prior to revision rv pace impedance measured 350 ohms. Upon post-implant check impedances had increased to greater than 2,000 ohms in bipolar pacing configuration. As impedance measurements were within normal limits in unipolar configuration, the physician elected to leave the rv lead in service programmed to unipolar. The cause of the out-of-range measurements was not determined. It was also noted that the patient has sick sinus syndrome. No adverse patient effects were reported. This system remains in service.